Event description:
It was reported that a blocker became detached from the tulip head of the screw and they needed to re-seat the rod and replace the blocker. They replaced the set screw into the tulip head of the screw. After we final tightened the construct, the surgeon tested the strength of the construct by to be sure the blocker was seated correctly and was not going to become dislodged. Using the rod holder to pull on the rod, the tulip head of the screw separated from the screw shaft. We removed the screw and replaced with a re-seated the rod and replaced the blocker.

Manufacturer narrative:
Method: device not returned; results: because no device was received for evaluation, inspections and testing cannot be performed that can aid in root cause determination. As a result, the cause of the customer reported event cannot be determined. Conclusion: the customer reported event was confirmed via the correspondence with the sales rep, who was present during the surgery. However, the device was disposed of, making it unavailable for evaluation. The event resulted in a revision surgery, which is in-line with the reference risk documentation.

Event description:
It was reported that a blocker became detached from the tulip head of the screw and they needed to re-seat the rod and replace the blocker. They replaced the set screw into the tulip head of the screw. After we final tightened the construct the surgeon tested the strength of the construct by to be sure the blocker was seated correctly and was not going to become dislodged. Using the rod holder to pull on the rod, the tulip head of the screw separated from the screw shaft. We removed the screw and replaced with a re-seated the rod and replaced the blocker.